Event description:
It was reported via article of interest literature review that the authors performed a retrospective study of patients implanted with left ventricular assist device (lvad) and with a pre-existing subcutaneous implantable cardioverter defibrillator (s-ICD) between january 2005 and december 2020 at the three mayo clinic centers (minnesota, arizona, and florida). Out of the 908 patients implanted with lvad, a pre-existing s-ICD was present in nine patients. There were three instances of lvad-related noise. Multiple measures were unsuccessful in resolving the noise events, including utilizing other sensing vectors of the s-ICD, adjusting the time zone of the s-ICD, and increasing the lvad pump speed, requiring s-ICD to be turned off permanently. No additional adverse patient effects were reported. One case involved a 64-year-old man who was diagnosed with non-ischemic dilated cardiomyopathy seven years prior and had an s-ICD placed for primary prevention of sudden cardiac death five years prior to lvad implantation. S-ICD interrogated 1 month prior to lvad implantation showed that the device sensed appropriately in all three vectors (primary, secondary, and alternate). S-ICD interrogation immediately after lvad implantation revealed noise in the primary and secondary vectors and intermittent undersensing in the alternate vector. The noise and inadequate sensing persisted on 2-week follow-up in the device clinic. An attempt was made to resolve these complications by increasing the lvad pump speed and changing the device time zone from eastern standard time (est) to greenwich mean time (gmt) to reduce the built-in notch filter from 60-hz to 50-hz. At 1-month follow-up, these strategies were found to be unsuccessful as the noise persisted. As a last resort, ICD therapy was programmed off. At 3-month follow-up, telemetry monitoring showed only infrequent episodes of non-sustained ventricular tachycardia (nsvt), with the longest episode being four beats long. After shared decision-making with the patient, tv-ICD was not implanted in exchange for s-ICD, and s-ICD therapy remained permanently off. Another case involved a 31-year-old man implanted with a s-ICD. After recurrent hospitalizations for heart failure, he eventually had a lvad implanted as a bridge to transplant therapy (btt) 15 months after his s-ICD implantation. All three vectors of the s-ICD (primary, secondary, and alternate) sensed appropriately prior to lvad implantation. When interrogated one day post lvad implantation, the s-ICD sensed noise in all three vectors. Over the following months, due to psychosocial issues and inability to show reliable compliance with therapy and follow-up, he was no longer a candidate for orthotopic heart transplant (oht). Noise in all vectors has persisted over a period of 27 months of device clinic follow-up, necessitating ICD therapy to be programmed off permanently. The final case involved a 68-year-old man implanted with a s-ICD, implanted with a lvad. Upon interrogation in the immediate postoperative period, noise was found to be present in all three vectors, necessitating s-ICD therapy to be programmed off. After 2 months, the emi was still present during a device clinic visit. Noise persisted during subsequent follow-ups, so s-ICD therapy was programmed permanently off. As the patient only had occasional episodes of nsvt noted on ambulatory monitoring during follow-up, tv-ICD was not implanted.

Manufacturer narrative:
Khetarpal, banveet kaur, et al. (2023). "Subcutaneous implantable cardioverter-defibrillator noise following left ventricular assist device implantation". Journal of arrhythmia. 2023;39:198-206. Https://doi.org/10.1002/joa3.12826.